Manufacturer narrative:
The customer's complaint that the tubing separated could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when flushing tubing for a vanofer infusion, the tubing separated at the area that goes through the sensor. There was no report of patient harm.